Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the label on the outside of the box does not agree with the contents inside the box. There was no patient involvement.

Manufacturer narrative:
The returned unopened product was visually examined and contained product corresponding to the package label.

Manufacturer narrative:
There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a torn and bent box of product code ds24 with lot# jbf1608029 at the label description could be observed. The assignable cause of assembly - incorrect component is an internal issue during the packaging process.